Event description:
The customer reported the quattro catheter (lot unknown) has a leak. The catheter was smoothly inserted on the first attempt into the right femoral vein of an 84 kg male patient. The leak was spotted sometime after insertion because the red pinwheel on the start-up kit (suk) didn´t rotate and the saline solution volume had decreased. No leaked fluid was observed on or around the console or patient. The dwell time is unknown. The customer performed a leak check per IFU and removed the catheter. They spotted a leak and accidentally threw the catheter away. It was replaced with a new catheter without any problems. No impact or consequence to the patient.

Manufacturer narrative:
The quattro catheter involved in the reported complaint will not be returned for evaluation because the customer has disposed of it. Therefore physical investigation could not be performed and the root cause could not be determined.